Manufacturer narrative:
Device history record and other documentation were reviewed for the reported lot, including bacterial endotoxin testing, bioburden testing, and sterility testing, all of which yielded passing results. Particulate testing of the supplier's cleanroom yielding passing results for the month that product was assembled and packaged. The device is placed in a tray with a tyvek seal which is inspected with bubble/leak testing a to evaluate the seal integrity and peel testing to evaluate seal strength. L0321 yielded passing results for both bubble/leak testing and peel testing, so there is no evidence that the sterile barrier of this lot was compromised. Product packaging and instructions for use indicate not to use device if package is damaged. Customer did not report damaged package prior to use.

Event description:
The original surgery was on (B)(6) 2022. It was a combined goniotomy & cataract surgery ( the iol implant was from a different manufacturer, not a new world medical product). Three days after the surgery, the patient complained about blurry vision and was referred to an ophthalmology ER where patient was diagnosed with endophthalmitis. After undergoing two vitrectomy surgeries and intensive antibiotic treatment, patient lost eyesight and has only light perception visual acuity in the operated eye.

Event description:
The original surgery was on (B)(6) 2022. It was a combined goniotomy & cataract surgery ( the iol implant was from a different manufacturer, not a new world medical product). Three days after the surgery, the patient complained about blurry vision and was referred to an ophthalmology ER where patient was diagnosed with endophthalmitis. After undergoing two vitrectomy surgeries and intensive antibiotic treatment, patient lost eyesight and has only light perception visual acuity in the operated eye.

Manufacturer narrative:
Device history record and other documentation were reviewed for the reported lot, including bacterial endotoxin testing, bioburden testing, and sterility testing, all of which yielded passing results. Particulate testing of the supplier's cleanroom yielding passing results for the month that product was assembled and packaged. The device is placed in a tray with a tyvek seal which is inspected with bubble/leak testing a to evaluate the seal integrity and peel testing to evaluate seal strength. L0321 yielded passing results for both bubble/leak testing and peel testing, so there is no evidence that the sterile barrier of this lot was compromised. Product packaging and instructions for use indicate not to use device if package is damaged. Customer did not report damaged package prior to use.